Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered esophageal fistula and death. No device deficiencies nor immediate patient consequences from the procedure were reported. Post-procedure (unspecified date), the patient died of a left atrial esophageal fistula. It is unknown if medical/surgical intervention was provided. Physician causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 3/16/2021, it was noticed incorrect information was reported in section h10. Additional manufacturer narrative of the 3500a initial medwatch report. The incorrect information is ¿manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.¿ the correct information is, ¿a manufacturing record evaluation was performed for the finished device 30427219m, and no internal action related to the complaint was found during the review.¿ additionally, h6. Type of investigation code b14 (analysis of production records) was inadvertently omitted in the 3500a initial MDR. The code has now been added.

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient was a 50 year old female. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)